Manufacturer narrative:
(B)(4): the customer reports the device failed to charge during an op check. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports the device failed to charge during an op check.